Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found the missing spring to be missing from the hand grip adapter. As a result of the missing spring, the button would not function properly. Failure analysis found the additional finding of cable connector broken to be related to the customer reported complaint. The hand grip adapter was observed to be slightly broken. No physical damages were observed the connector housing. Light guide was inserted but would not stay attached. Qap was not performed. A review of logs showed no failures. Additional observation(s) not reported by site: the camera cable was found to have cosmetic damages. The laser markings were found to be slightly ineligible. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited contamination on the electrical contacts and/or circuit board. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the handheld camera head be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure a piece fell off where the cable is connected to the camera. The procedure outcome was unknown.